Event description:
Customer reported experiencing a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed the threshold of 500 mg/dl. However, the customer was unable to resolve the issue by loading a new cartridge and ultimately opted to regulate blood glucose by using the fill tubing step, followed by switching to multiple daily injections (mdi) as a backup method.